Event description:
The following has been reported: alarming "cassette needs to be reloaded". A preliminary review of the device log files was not performed as the customer could not provide log files. The device was returned for evaluation. Upon return, logs were able to be pulled and reviewed indicating av sticky valve failure had occurred. The outlet fva pin was found to have excessive contamination when examined internally but was able to pass a mock infusion before cleaning. The fva pin lip seals will be replaced during repair. Reporting as a conservative measure due to the av sticky valve failure identified during investigation. No adverse effects were reported.